Event description:
It was reported that touchscreen intermittently became unresponsive and occasionally shut off without being prompted, although screen was not cracked or shattered. There was no reported impact to the customer¿s blood glucose level. Customer did not require further assistance, and no additional actions were taken by technical support, with no further follow up planned.